Event description:
It was reported that prior to use it was observed that the cardiosave intra-aortic balloon pump (iabp) had batteries that are only detected when they are installed in the no.1 and no.2 battery slots. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
After the on-site inspection by the dealer's engineer, the batteries were put into the no. 1 and no. 2 battery slots respectively, and the equipment could not detect the batteries. Entered the diagnostic mode to check the battery status, the display is normal. The dealer engineer advised that the failure phenomenon is an occasional phenomenon, not a continuous failure. At present, the specific cause of the failure cannot be determined, and the battery status of the device remains to be observed. A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, e1(site country), g3, g6, g7, h2, h3, h4, h6 ( type of investigation, investigation findings, investigation conclusion), h10.

Event description:
N/a.